Event description:
Customer reported that the pump displayed repeated altitude alarms. There was no adverse impact to the customer's blood glucose level, as no specific information was available. The complaint was closed after the customer decided not to return the pump, and no further action was taken.